Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius clic blood chamber shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic nurse reported that there was a blood leak from the crit-line chamber. Upon follow up, the clinic nurse stated that the blood leak occurred 1.5 hours into the patient¿s treatment. The nurse stated that leak occurred during treatment due to a loose connection on the adapter of the crit-line. The nurse stated that the connection was tightened, and the patient was able to complete treatment on the same machine and supplies. Blood leak test strips were not used as the leak was visually observed. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation.